Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were trying to deliver insulin, but the buttons were not working. The customer's blood glucose level was above 7 mmol/l. They stated that the time on the insulin pump was advancing. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. Device passed displacement test and self test. (B)(4).